Manufacturer narrative:
Batch reviews performed on 28 february 2017. Lot 157274: (B)(4) items manufactured and released on 02 march 2016. Expiration date: 2021-02-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial insert fixed flex size 2/12 mm left, code 02.12.0212fl, lot. 144235 (k121416) (B)(4) items manufactured and released on 18 september 2014. Expiration date: 2019-08-31. No anomalies found related to the issue. To date, (B)(4) items of the lot have been already sold without any similar reported event. Not yet received.

Event description:
The patient came in complaining of instability. The cause of instability is unknown. The surgeon revised the tibial tray and insert. The surgery was completed successfully. X-rays are not available; explants are available.

Manufacturer narrative:
On 26 april 2017, the r&d project manager performed a visual inspection of the retrieved items and commented as follows: explanted tibia component: no residual cement is present on the bottom surface of the explanted tibia tray. The finishing of the bottom surface of the tibia tray is in compliance with the specifications required. Pockets to host the cement are present. The articular surface of the tibia baseplate with the tibia insert is in compliance with the specification required. Explanted tibia insert: the explanted tibia insert doesn't present any anomalies. The articular surface looks intact, without signs of worn out and contact pressure. The anterior lip of the snapping system to fix the insert to the tray is broken. It was most likely broken during the explantation of the component. Conclusion: causes for instability can't be identified from visual inspection of the explanted components without having further details and / or x-rays available. Additional information received on 26 april 2017 and includes: implants were fine. Soft tissue quality was poor. The surgeon had to freshen up patient cuts and cut a box for cck. The issue was related to the (B)(6) poor quality tissue. On 26 april 2017, the r&d project manager updated the visual inspection conclusions, based on the information received on 26 april 2017, and added as follows: probably, the cause of the event was related to the poor quality of the old patient's soft tissue.